Event description:
The main leads have failed in a short circuit at the cable input to dc adapter of vital signs monitor. No reported pt injury.

Manufacturer narrative:
H6: method: device not returned for eval. Conclusions: the co has changed suppliers for this part. The new adapter is smaller and has improved strain relief design on both the mains cord and the dc output cable.